Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
"Stenosis of the left innominate trunk with difficult access due to the hickman in the subclavian. A stent was inserted in the left innominate trunk to suppress the collateral veins at this level. Treatment: anti-platelet kardegic 75 (1 sachet/day)."